Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was in the o.r. On (B)(6) 2013 for a pfna removal procedure. Surgeon reported that the first problem with the removal procedure was that the locking bolt was broken. Also, as the surgeon was attempting to remove the blade, it fractured. Surgeon could not continue this procedure. Surgery was not completed, and patient had to be woken up about 30 minutes into surgery. No further information is available at this time. This report is for an unknown pfna. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.